Event description:
A memory lens implanted in theleft eye of a male patient has since opacified. Visual acuity reported as 20/30 as at 05/2006 visit. Explant expected in near future. No further information is available.

Manufacturer narrative:
The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of use of manufacture was subsequently changed to dominate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.